Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported on (B)(6) 2012 that a patient's device was explanted within a year after implant as the vns therapy did not control seizures for the patient. Additionally, the patient had a pre-existing condition of vocal cord dysfunction prior to vns, but vns made it worse by further limiting movement of the vocal cords. The patient's electrodes were left implanted and the patient is now being considered for an epilepsy surgery. The hospital wanted to perform a MRI prior to surgery however the patient's caregiver was advised by the manufacturer for the vns device that the MRI would be considered unsafe due to potential heating hazards of the electrodes inside the body. The explant was said to have occurred sometime in 2006 or 2007 per the initial reporter however the exact date was unknown and this contradicts the earlier report of the explant occurring within the first year of implant which would have made the explant occur sometime in 2003. All of the explant dates were provided by the initial reporter. Follow up with the patient's last known neurologist did not yield any information other than the fact that the patient was not seen by the physician since 2003 and they would not be able to provide any additional details without patient consent. A nurse later returned an earlier voicemail that was left with the office and reported that there was no information about the reported events. The patient was being seen by the office after implant but the patient was explanted at another location. There was no information about the lack of efficacy and the effect of vns on the vocal cords.

Event description:
Review of the manufacturer programming history database showed programming history for the patient until (B)(6) 2004 so the patient was still implanted at that point.

Manufacturer narrative:
If explanted, give date (mo/day/yr): the exact date of explant is unknown however as the date is estimated by the initial reporter to be sometime in within the first year or implant or sometime in 2006 or 2007, a date of (B)(6) 2003 is being used until the exact date of explant is obtained.